Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon (interference in the image) was duplicated when moving the cable due to the failure of the cable. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the failure of the cable due to the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a transurethral resection of bladder tumor (tur-bt), it was found that the endoscopic image disappeared occasionally. The user replaced the subject device with another device and completed the intended procedure. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.